Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Event description:
It was reported that pericardial effusion and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed and a 27mm watchman flx pro laa closure device and a watchman fxd double curve access system (was) were selected to be used. During the procedure the was sheath was advanced over the pigtail guide catheter into the ostium of the laa. The pigtail guide was removed. The closure device was flushed and advanced into the was sheath. A breath hold was performed for deployment. The closure device was unsheathed to the flex ball configuration and folded on itself. The closure device was recaptured and removed. The was sheath was withdrawn from the left atrium and heparin was reversed. The patient vital signs were supported. Transesophageal echocardiography (tee) and transthoracic echocardiography (tte) were performed, a pericardial effusion was noted and observed for increase in size. The patient remained hemodynamically stable and groins were closed. The patient was discharged the next day and is expected to fully recover. It was further reported that per physician the closure device may have been deep seeded due to breath hold during unsheathing and that the closure device folded when encountering distal appendage.

Event description:
It was reported that pericardial effusion and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed and a 27mm watchman flx pro laa closure device and a watchman fxd double curve access system (was) were selected to be used. During the procedure the was sheath was advanced over the pigtail guide catheter into the ostium of the laa. The pigtail guide was removed. The closure device was flushed and advanced into the was sheath. A breath hold was performed for deployment. The closure device was unsheathed to the flex ball configuration and folded on itself. The closure device was recaptured and removed. The was sheath was withdrawn from the left atrium and heparin was reversed. The patient vital signs were supported. Transesophageal echocardiography (tee) and transthoracic echocardiography (tte) were performed, a pericardial effusion was noted and observed for increase in size. The patient remained hemodynamically stable and groins were closed. The patient was discharged the next day and is expected to fully recover.